Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The remstar plus c-flex device was returned to a third-party service center as with no initial alleged complaint. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower kit. The blower foam was degraded. Additionally, the device was found to have a dust fail contamination. The device displayed error codes: #62 (err_stuck_ramp_key), #66 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.